Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported multiple cases in which he has observed glistenings in implanted intraocular lenses (iol). The lenses remain implanted with no reported harm to the patients. Additional information for the first case indicates that during surgery there was a rupture of the posterior capsule without violation of the integrity of the vitreous membrane. This report is associated with the first reported case.